Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a gem coupler,3.0mm was detached when attempting to connect a blood vessel. This occurred during breast reconstruction surgery. A new device was used to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.